Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately calcified and non-tortuous left anterior descending (lad) artery. A 3.00x24mm promus element drug-eluting stent was selected to treat the target lesion. During the procedure, the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no defects on the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. An examination found that there were various hypotube kinks along the length of the unit and a break in the hypotube approximately 251mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately calcified and non-tortuous left anterior descending (lad) artery. A 3.00x24mm promus element ¿ drug-eluting stent was selected to treat the target lesion. During the procedure, the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).